Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The instructions for use (IFU) were reviewed and did not reveal any evidence of device off-label use or failure to follow instructions. A risk review was completed and confirmed that the event of packaging - damaged/ defective is defined in the risk documentation. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported by the customer that they had four delivery devices that had condensation inside the sterile package. There were no adverse events or patient complications.